Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to patient discomfort. The patient and physician elected to not implant a replacement at this time. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.